Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). . Date of follow-up report: (B)(6) 2015. Evaluation of the incident sample found severe damage to the electrode. Inspection found eschar inside the clear insulation and along the blue insulation indicating the electrode had been used. The blue insulation was completely torn away from the blade. The opaque ptfe insulator was encapsulated in the torn insulation. The instructions for use state cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees my damage the electrode. If the electrode becomes damaged, it should be discarded.

Event description:
The customer reported that prior to use during a thoracotomy procedure, the insulated tip was noted to be cracked. A piece of the coating had fallen off and was recovered from the surgical field. Another device was used for the procedure. There was no injury to the patient.